Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 2cc of skinvive¿ by juvéderm in both cheeks. Patient's face was red after treatment with some pinprick bleeding. Next morning, bruising on left cheek revealed a livedo reticularis pattern consistent with a potential vascular occlusion or compression. No pain and capillary refill was within 2 sec. Treatment has not been provided. Symptoms are on-going.